Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient's flap was not cut correctly. The treatment was stopped. Approximately four months later, the patient underwent transepithelial photo refractive keratectomy (prk). New information was received. Double suction was necessary. Two thirds of the flap was prepared. Lifting the flap inferiorly was not possible. The flap was reported to also be thin. Excimer ablation on the right eye was not performed. The patient experienced about one and a half months of unequal visual acuity. The patient is currently recovering after transepithelial photo refractive keratectomy (prk).

Manufacturer narrative:
A review of the device history record (DHR) was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria during technical onsite visit, the field service engineer (fse) checked the complete system and replaced the beam expander, f-theta and applications interface preventively. Beam expander and f-theta were sent to supplier for failure analysis: beam expander met specifications. F-theta showed a malfunction which can contribute the reported flap issue so the root cause is a defective f-theta. The most possible root cause is component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is:(B)(4).